Event description:
It was reported that this right atrial (ra) lead with associated implantable cardioverter defibrillator (ICD) exhibited high pacing lead impedances greater than 3000 ohms and increased pacing thresholds. Surgical intervention was performed to abandoned the lead and replace with a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.